Event description:
The customer is observing higher than expected architect ca 19-9xr assay results when using reagent lot 08852m500. The customer stated one patient sample generated a falsely elevated result of 20.3 u/ml using architect ca19-9xr lot 08852m500. The patient generated a ca 19-9 result of 2.83 u/ml using lot 10727m500. The patient had a historical ca 19-9xr value of 7.9 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.